Event description:
It was reported that the lead would not pace or sense due to dislodgement. Cardiac perforation and pericardial effusion were also reported. The lead was replaced.

Manufacturer narrative:
Na